Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they were waiting for replacement surgery to be scheduled. Rep was unable to get weight as they did not use emr and chart was at different location.  Patient was obese which was one of the issues. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was recently implanted with a rechargeable device but patient was unable to charge implant. Further clarification was provided that the rep was able to charge the implant for patient and stated there is nothing wrong with the device or how it was implanted but when patient was told to hit the green button, patient takes out a journal to write it down. It was reported that patient had mental health issues including being a recovering alcoholic and ocd but confirmed these were unrelated to device/therapy. Patient was going to have rechargeable ins removed and non-rechargeable device implanted. Patient was upset about having to pay co-pays which is including (B)(6) dollars. No symptoms were reported and no further complications were reported/anticipated.